Event description:
The report received from the field indicated that twenty-five days after the index procedure, the patient was admitted for a gastro-intestinal bleeding problem secondary to an av malformation (avm). The patient had a total of four unknown cypher stents implanted during the index procedure. The patient was taken off of her antiplatelet therapy and subsequently had a thrombotic event. The sub acute thrombosis (sat) was treated by implantation of a total of four additional bare metal stents (bms) reported to be driver and vision/mini vision stents. No additional information was available.

Manufacturer narrative:
Please note that this report is for four (4) products with unknown catalog and lot numbers. The products are not available for evaluation and testing. A report received indicated that twenty-five days after the index procedure, the patient was admitted to the hospital for a gastro-intestinal (gi) bleeding problem. The gi bleed was reported to be secondary to an av malformation (arterial-venous). The patient is a female. The patient's medical history is unknown. The patient was taken off of her antiplatelet therapy and was reported to have had a thrombotic event. The four unknown previously implanted cypher stents were reported to have thrombosed. The sub acute thrombosis was treated by implantation of four additional bare metal stents. The devices remain implanted in the patient and are not available for inspection. Mfg records (DHR) could not be reviewed, as the product catalog and lot numbers are not available. Coronary stent thrombosis is a known complication of coronary stenting. Based on the minimal information available, there are possible pharmacological factors (discontinuation of antiplatelet therapy) that may have contributed to the event. Please note that this is the initial/final report for these products.